Event description:
Reporter indicated a vns therapy programming system would not interrogate a pt's generator and displayed an error message. The pt is a newly implanted pt; therefore, the physician does expect an issue the vns therapy system. Troubleshooting did not resolve the issue. The programming system has been returned to the MFR and is pending analysis.